Manufacturer narrative:
Missing ground prong. Failed nut in lift motor.

Event description:
It was reported by service report that the power cord is missing the ground prong and the footend lift motor is drifting down. No pt involvement or adverse consequences are reported.